Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the lot number for the device involved in the event was not provided and the (01)gtin is unavailable, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide lot number: unknown. Was dehiscence noted? Unknown. Was any surgical intervention performed specially re-suturing? Explain: yes. Was the suture removed in a routine post-op procedure: yes. Current patient status?--the patient's condition was improved now. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the product that experienced this issue was prolene suture (w8683)? Please confirm the date that the patient was re-sutured. Please describe the surgical intervention required for the wound dehiscence including findings. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2024 and suture was used to suture the incision. Seven days later, the parturient returned to the hospital for a follow-up visit, and it was found that the incision had split and was oozing, appearing oily, with a small amount of blood and granulation hyperplasia, but no obvious tenderness. Upon examination, it was found that the suture was broken. Change the dressing on the incision and remove the suture. The incision was re-sutured. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, the patient was a 37-year-old woman who underwent cesarean section at the maternal and child health hospital of dianbai district, maoming city on (B)(6) 2024. The operator used the suture (w8683) during the surgery for sewing the skin of incision (with specific sewing method unknown), and the surgery went smoothly. On the 7th day after operation, the patient returned to the hospital for reexamination. The doctor found that the suture was broken at the sewing site of abdominal incision, the incision dehisced, with exudation, greasy, with a small amount of blood and granulation hyperplasia, without obvious tenderness. The doctor treated the patient with incision dressing change and stitches removed. Then the patient's incision healing was improved. No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm the product that experienced this issue was prolene suture (B)(6)? Yes. The following information was requested, but unavailable: please confirm the date that the patient was re-sutured. Please describe the surgical intervention required for the wound dehiscence including findings. Please provide the patient's weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Were there any patient stress factors that precipitated the event of suture breakage post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the appearance of the suture during the second procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? --please refer to the event description, other information requested is unknown.